Manufacturer narrative:
All (B)(6). Final analysis found that partial lead was returned. An outer insulation abrasion was found at 21.6 cm - 22.3 cm from the lead end. The lead abrasion is consistent with that produced by friction to another device.

Event description:
This report is to advise of an event observed during analysis.